Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It has been reported that the patients mets distal femur replacement is infected and will be revised.

Manufacturer narrative:
The exact cause of the event could not be determined. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. Siw have not received confirmation of a revision of this device. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
It has been reported that the patients mets distal femur replacement is infected and will be revised.